Manufacturer narrative:
Two unused packs were visually inspected and no obvious defects were detected. The one of the identification tabs on the pinch plate were observed to be broken off. The identification (ID) tabs interface with the console and is involved in proper recognition of the type of cassette. The returned cassette was tested on a calibrated console and generated system error indicating a cassette ID error. The pinch plate was inspected and we confirmed an ID tab was broken off, the other tabs were intact. The damage appeared consistent with the ID tab breaking off at some point but was unable to confirm when and where. This observed issue caused or contributed to the customer's reported event. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. While we were able to identify the failure mode, the root cause of the customer's complaint could not be conclusively determine when and where the broken ID tab on the pinch plate occurred. The broken ID tab will result in the customer's experience. Other potential contributing factors could be physical impact during storage and material movement of the pinch plate and/or cassette. Based on the evaluation of the information and materials received, the root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this lot for this event. Before release from manufacturing, each final pack must pass quality testing and inspection confirming that the unit meets all product specifications. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nonhealthcare professional reported that the cassette would not switch to fluid air exchange (fax) during vitrectomy surgery. The surgery was completed after replacement of pak. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).